Event description:
The customer reported that when plugged in, the 4k autoclavable camera head "won't turn on." The image malfunction was found during reprocessing. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, due to a faulty cable and damaged pins. Additionally, the device evaluation found a faded label on the rear cover and the rubber part of the rear cover packing is peeled off. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. Based on the results of the investigation, the potential cause of the reported event was traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate the risk/harm to the patient, the instructions for use provides the followng: ¿preparation and inspection¿ "if any irregularity is observed during the inspection, do not use the camera head and solve the problem. ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair. ¿withdrawal when any irregularity is observed.¿, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient. Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor the field performance of this device.